Event description:
The pt was reportedly experiencing decrease in performance and increase in impedance values. Programming adjustments were made however, this did not resolve the issue. On (B)(6) 2013, the pt was prescribed prednisone.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event close. The pt's issues resolved after completing the prednisone treatment. The pt's device remains implanted. This is the final report.